Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation that indicates the event was caused by liberty cycler/liberty cycler set malfunction or product deficiency. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, peritonitis is a well-documented complication known to occur in pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient had been diagnosed with peritonitis. The cause of the patient¿s peritonitis was unknown. Per the patient¿s nurse, the patient was experiencing abdominal. The patient¿s pd effluent was cultured which resulted in a slight elevation of white blood cells (wbc). The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency and duration) on an outpatient basis. The patient was re-educated in aseptic technique during pd therapy. The patient has reportedly since recovered from the peritonitis and continues pd therapy.